Event description:
The manufacturer received information alleging a ventilator failed after a software update. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The patient also alleged device malfunction. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and there was no mention of findings. The manufacturer visually inspected the device internally and found signs of contamination on the filter port, blower box. While taking the device apart it was noted that one of the screw that holds down the blower box lid was missing. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was error 47, failure of internal battery, internal battery was discharged to perm fail status, failure of contamination, internal battery has been scrapped.